Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient's lead had become ripped out of her back. The patient stated that her belt caught the door on her way out and it pulled the lead wires. The patient noted again for the second time, she happened to catch the door again, pulling it out further. The patient mentioned that they were in a lot of pain and she was crying. The patient noted that her bladder released and she had a full accident. The patient reported that she went to the physician's office and they stated that they would see her on thursday. The patient stated that she wrapped up her back again and the batteries were dead. The patient noted that she replaced them on the call but was nervous. The patient was asked to increase stimulation until it was felt and the patient increased stimulation and confirmed feeling it in the bicycle seat area. The patient noted that her stimulation was set at 1.2. On (B)(6), the patient also reported that the trial lead was ripped out of the patient's skin on monday because the lead was caught on a back door. It was stated that the hcp advised the patient to let the leads hang so the patient did. The patient also noted that the belt from the ens gave her a major rash and the patient had sensitive skin. The patient confirmed that she had a red welt mark from the ens belt. On (B)(6) the patient again stated that the thing ripped out of her two weeks ago, the device was giving her a rash, and she waited an hour waiting on him and the doctor laughed and said he would see her on thursday. The patient noted that the health care professional didn't event tape it up for her when she was doing the trial and she did not have really high hopes for this. It was mentioned that the patient kept crying. There were no further symptoms or complications reported or anticipated.